Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parent reported via phone call that they were experiencing high blood glucose levels and infusion set not adhering. Blood glucose level at the time of the incident was 600 mg/dl. Customer's parent stated the infusion set fell off which may have caused the high readings. Customer did not complete troubleshooting for the high readings. It was explained to customer to refer to the tape tips and site management booklet for proper preparation process and insertion techniques. The infusion set was returned.